Event description:
Patient has neo bivona 3.0 trach, due for trach change today. Rn found trach c to have balloon torn and not usable. Rn then checked trach a and found it to be both dirty with dried drainage crusted on,and with white powdery residue on trach and balloon unable to inflate symmetrically, appearing to have started to melt. Both trachs had 4 cleaning's. Used emergency 3.0 trach for trach change, and obtained 3 new trachs to have 2 new circulating trachs and 1 new spare trach.

Manufacturer narrative:
The following elements have blank data.

Event description:
Patient has neo bivona 3.0 trach, due for trach change today. Rn found trach c to have balloon torn and not usable. Rn then checked trach a and found it to be both dirty with dried drainage crusted on, and with white powdery residue on trach and balloon unable to inflate symmetrically, appearing to have started to melt. Both trachs had 4 cleanings. Used emergency 3.0 trach for trach change, and obtained 3 new trachs to have 2 new circulating trachs and 1 new spare trach.